Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1055565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1055565 and test base part number 190-430 / lot 1055565. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.007%. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Please refer to MFR report numbers: 1221359-2022-03291 through 1221359-2022-03293.

Event description:
The customer reported false negative result using ID now covid-19 assay performed on an (B)(6) 2022 with a nasal swab. This report is for test one (1) of four (4). Original testing was performed on (B)(6) 2022 on an outside venders antigen product (quidel quickvue home test kit) generating a positive result. Per the customer, the patent had prior exposure to covid-19 and was symptomatic. No addition information, including patient treatment and outcome, was provided.